Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power a monitor) was confirmed. Upon investigation the battery was unable to power a test monitor or charge. The root cause investigation is in process. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.